Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Per the designated business partner in india, the suspect component(s) are not available for return at this time. No sample return is expected so no further investigation can be performed.

Event description:
The customer reported that their vela ventilator was displaying the " low pip, low ve, xdcr fault " alarm conditions continuously. The customer reported that there was no patient involvement.